Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The catheter body was separated into two pieces just past the 6 cm mark, close to the juncture hub. The distal segment was twisted near the proximal end with blood residue inside the body. Microscopic examination revealed the broken edge was mostly smooth and straight with a v-shaped cut notched out indicating that it was cut with the needle bevel. No pieces appeared to be missing. The guide wire was protruding from the needle bevel and was unraveled but intact, resulting in several offset coils and an exposed core wire. The inside edge of the needle bevel was deformed which was consistent with the guide wire being pulled against it. A review of manufacturing records did not yield any relevant findings. The provided instructions warn not to retract the guide wire through the needle while in the vessel and not to force the guide wire if resistance is met. It also cautions the user to keep the needle/handle stationary and not to retract the needle while threading the catheter and not to advance the needle back into the catheter. Since the damage occurred during insertion and removal of the product, operational context caused or contributed to this complaint. No further actions will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the catheter was being placed into a male patient's left upper arm in interventional radiology. The clinician observed the needle insertion with ultrasound and threaded the guide wire easily using the slider. He then advanced the catheter over the wire and felt no more drag than he did when practicing with training model. When he attempted to remove the needle from the device it would not remove and felt stuck. He straightened the device and attempted to remove again using gentle pressure. At which time, the catheter broke off at the 5cm mark. Pressure was applied to the patient's upper arm to prevent catheter migration/embolization, the needle was removed but the catheter fragment was not visible externally. Interventional radiology physician was contacted. The physician performed a cut down and retrieved the catheter fragment. There was a delay in treatment but no patient death was reported.